Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-apr-19: it was reported the impedance and connection issues resolved, and there were no issues reported with recharging session.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pain at the implantable neurostimulator site, discomfort, soreness, pinching, and an extreme full body electrical shock feeling. Connection issues were noted with electrode 8 not connected and impedances on 4 contacts. The patient was seen 12 hours post-op after the initial implant and reported relief with the device, with no overstimulation during programming. When attempting to connect the recharger to the implantable pulse generator (ipg), the patient experienced the shocking sensation, leading to the abandonment of the process. The intensity was lowered to extend the recharge interval until the second post-op session. Troubleshooting included reconnecting with a tablet, turning down intensity, and checking impedances, none of which caused discomfort. The plan was to attempt another recharge session with the device off. During a follow-up, all impedances were within normal limits, and a successful recharge session was completed without any issues.